Manufacturer narrative:
The reusable femoral impactor head broke at the point where the head connects to the impactor handle. Surgery was completed successfully. Investigation of the affected lot of material indicated that there was a specified radius missing at the bottom of the connection post where the fracture reportedly occurred.

Event description:
The reusable femoral impactor head broke at the point where the head connects to the impactor handle. Surgery was completed successfully.